Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found cannula retracted and broken inside sensor base. Broken part found inside insertion needle canal. Also, inspected insertion needle and found needle bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that the sensor's cannula was missing when it was removed from the site. There was blood at site. Customer's blood glucose level was 148 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.